Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'downstream occlusion alarm' which were verified through a review of the event history log and reproduced false downstream occlusion during evaluation. The reported condition was verified. The cause was determined to be an out of adjustment downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion during therapy (medication, dose, programmed amount and delivery rate unknown). The nurse was able to flush the line easily without issue and followed prompts to restart the pump. The pump again alarmed downstream occlusion several times and wouldn't run. There was no known patient injury or medical intervention associated with this event. No additional information is available.